Event description:
Additional information was received indicating another low out of range shock impedance measurements was observed. Technical services recommended bringing the patient into clinic for further evaluation. No adverse patient effects were reported.

Event description:
Additional information was received from the field indicating commanded shocks were performed in clinic which yielded acceptable measurements. Also, additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
The available information suggests this lead remains in service. Should additional information become available this event will be updated.

Manufacturer narrative:
The system will continue to be monitored. Records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a small hole in the df+ seal plug. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating this device was later explanted. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that a latitude alert was issued for this implantable defibrillation lead due to a low shock impedance measurement. Technical services recommended bringing the patient into clinic to perform impedance testing. No adverse patient effects were reported.